Event description:
New information received on (B)(6) 2018 reported that an asymptomatic patient present in clinic for a routine follow-up. During device interrogation, a reoccurrence of post-paced t-wave oversensing was observed on a stored electrogram. The patient did not receive therapy during the oversensing. Programming changes were made during the device check.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. During device interrogation, non-sustained rv oversensing due to post-paced t-wave oversensing was observed on a stored electrogram. The patient did not receive therapy during the oversensing. Programming changes were made during the device check.